Event description:
New information reported on jan 29th, 2018, states that myopotential oversensing still continued after the programming changes were made. Original programming changes were discussed again. No intervention was performed.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes. Upon reviewing the electrogram, the noise was found to be low level and high frequency causing myopotential inhibition of pacing. Similar noise episode was also seen from a (B)(6) 2016 electrogram. The device was reprogrammed at a later date to resolve the issue. No patient symptoms were reported and would be monitored remotely.